Event description:
The facility reported an incident where a nurse found the pump turned off during an infusion. The nurse turned the pump back on and restarted the infusion without difficulty. No report of patient injury or adverse outcome. No additional details are available.